Event description:
End user alleges the lock washer has broken on one of the paddles. The walker can not stay in a locked position. Walker provided through hospital in 2003. Advised end user part is not available, walker would need to be replaced. Caller disconnected.